Event description:
It was reported that the pump touch screen was cracked and unresponsive after the pump was washed in the washing machine. Customer¿s blood glucose level was 145 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. H3 other text : device not returned.